Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overcorrected during bolus delivery for carbohydrates eaten for dinner and blood glucose level dropped to 68 mg/dl. Customer ate a candy bar to treat low bg level.